Manufacturer narrative:
(B)(6). The lot was manufactured between july 10, 2019 and july 11, 2019. The device was received for evaluation containing approximately 60 ml of fluid in the bladder. Visual inspection revealed a leak/backflow at the fill port when the fill port cap was removed. The reported condition was verified. The cause of the leak/backflow was due to a particle, identified as acrylic material via fourier-transform infrared spectroscopy (ftir) test, that was lodged under the device checkband. The cause of the lodged particle was underdetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking from the fill port. This issue was identified before use. There was no patient involvement. No additional information is available.